Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 2500 ohms where the lead safety switch (lss) was triggered changing the polarity to unipolar. The ra lead was reprogrammed back to bipolar and tested a week later. Upon interrogation the impedance was low at 320 ohms. It was noted the normal impedance reading was 790 to 890 ohms. In unipolar the impedance reading was 730 ohms. Subsequently a revision procedure was performed where fluoroscopy imaging did not reveal any significant findings. Thus the ra lead was surgically abandoned and the pacemaker remained in service. No additional adverse patient effects were reported.

Event description:
Additional information was received from the patient which noted the physician stated they suspected the ra lead to have an insulation issue.